Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient noted their leads had migrated to the wrong spot so it did not work much anyway. Patient went to have an MRI 2 days ago and they refused to do the MRI because they could not turn the implanted neurostimulator off. Patient had been trying to find the cord and they said it didn't matter and they had to charge the controller and turn it off into MRI mode. Pt reported that they had been experiencing long recharge times up to 8 hours long. Patient will call back in for further troubleshooting once the a/c cord was received.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.